Manufacturer narrative:
A ge service representative performed an onsite investigation. The graphic cards were reconnected to the image processor computer. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's monitors would not display an image. No patient injury was reported.